Event description:
It was reported that the customer had high blood glucose levels of 171 mg/dl. The customer reported a constant beep from the insulin pump. The customer also reported that the screen of the insulin pump was frozen. The customer reported that there was no response from any of the buttons of the insulin pump. Troubleshooting was done. The customer reported that the battery on the insulin pump was reinstalled. The customer reported that the insulin pump restarted and all the buttons were responding. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).